Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient spilled water on the system controller. The patient had a yellow wrench advisory and driveline communication issue. The system controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis, and log files were not submitted for review. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the availability of log files, if the alarm resolved with the system controller and modular cable exchange, and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.